Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a transurethral ureteral stent placement procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the part beneath the stent was folded, and the stent could not be advanced due to increased resistance. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that boils and coils and shaft was buckled accordion and the renal coil tip was torn. The suture was not returned, however, the positioner was returned in good condition. During the functional test, a mandrel of 0.036" was used and passed through the stent successfully with no resistance. No other problem of the device was noted. The reported event was confirmed. Based on the gathered information and product analysis, it is possible to conclude that those failures were caused by operational factors, interaction of the device between the positioner and the guide wire during the insertion of the device, as well as an excess of force applied over the device during their use could have contributed to the issues observed and consistently leading to the device being difficult to advance. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was used during a transurethral ureteral stent placement procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the part beneath the stent was folded, and the stent could not be advanced due to increased resistance. Another polaris ultra ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0406 captures the reportable event of stent material deformation inside the patient.